Manufacturer narrative:
(B)(4). The incident electrode was not received for eval. The ptfe insulator from the electrode was received. Visual inspection found eschar inside the ptfe insulator, but it was not damaged. Without the incident electrode, the cause of the customer's report could not be determined. If the incident electrode is received for eval, or if add'l details pertinent to the incident are obtained, a follow-up report will be submitted.

Event description:
The customer reported that a clear insulation piece fell off. The piece was retrieved without any pt injury.